Manufacturer narrative:
Previous codes ((B)(4)) are no longer applicable to the event. It was determined that the neurostimulator involved in the event was from a different manufacturer.

Event description:
Information received from the manufacturing representative (rep) indicated that upon opening up the patient, they discovered that the patient¿s stimulator was manufactured by a boston scientific. However, the rep was not sure who manufactured the leads. They stated that the patient¿s stimulation was replaced with another boston scientific one. No further complications or patient symptoms were reported.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s implantable neurostimulator recharger (insr) and patient programmer had been stolen in 2015 and the patient had not charged since then. The patient had not charged and could not charge since 2015 because the insr was stolen. An overdischarge was alleged. It was noted by the manufacturer representative that the patient believed the implantable neurostimulator (ins) had been implanted in 2006 or 2007. It was noted that if this is the case they may just replace the system. Follow-up will be performed to obtain device information. Additional information was received from the manufacturer representative (rep) stating that the serial number for the implantable neurostimulator (ins) was not found. The date of implant was not clarified. There were no actions/interventions were taken to resolve the overdischarge and inability to charge. It was noted that the patient was being scheduled for replacement surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider. It was reported the patient ins was implanted (B)(6) 2004 and removed (B)(6) 2005.

Event description:
Additional information was received from the representative on (B)(6) 2017 reporting that the patient was scheduled to meet the healthcare provider (hcp) to discuss surgical options. The representative was not able to interrogate the system and therefore was not able to provide any serial numbers for the devices. Review of the previously reported information ( see supplemental MDR 001) from the hcp that the implant date was (B)(6) 2004 and the explant date (B)(6) 2005 is inconsistent with the date of the current complaint. These dates are considered to not be pertaining to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.